Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 34 mg/dl. Customer¿s blood glucose level was 38 mg/dl at the time of incident and current blood glucose level was 69 mg/dl. Customer¿s other blood glucose level was 66 mg/dl, 251 mg/dl, 53 mg/dl and 109 mg/dl. Customer did not provide details regarding symptoms of their low blood glucose episodes. The customer was treated with juice and visit to emergency room. Customer stated that they did not allege insulin pump was over delivering. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer also stated that the drive support cap was normal. Customer troubleshoot was performed. The insulin pump will not be returned for analysis.